Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the pull wire of the device broke as the physician attempted to crush the stone. The basket remained inside the patient's common bile duct and was removed with an olympus emergency lithotripsy device. It was confirmed that the tip of the basket did not detach and that the procedure was completed with another (unknown) competitors device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - tip won't detach. (B)(4) - intervention required to remove device fragment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).